Manufacturer narrative:
The actual device was returned to co. Cut and coag tested fine. The reported problem could not be duplicated. The device performed as intended. Pencil disassembled with no problems found.

Event description:
The pencil functioned normally upon plugging it into the esu. Than during the procedure, they reported that the coag activated by itself. No pt injury.